Event description:
Physician reported a side unspecified rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified that the device had a broken shell, creases and red material particles were found on the shell. A weight test of the device verified the device was underweight. A microscopic analysis was performed which identified a sharp broken. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: -a sharp edge broken in the side posterior assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Physician reported a side unspecified rupture. The device has been explanted.